Manufacturer narrative:
An event of advancement failure due to calcified anatomy and bleeding at iliac artery was reported. Four covered stents were implanted to close the artery, however this was unsuccessful and the patient expired due to blood loss and lv collapse after long resuscitation. The flexnav nose cone was reported to be bent. Information from field indicated that the patient had a highly challenging femoral access. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported patient death could not be conclusively determined. The cause of reported patient effects of bleeding, vascular dissection, perforation and patient death appear to be cascading effects of procedural complications. However, the exact cause could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient had a "highly challenging femoral access." Shockwave technology was used in order to "enlarge the most calcified narrow locations along femoral artery and abdominal aorta." After using shockwave balloons for few locations, 14f non-abbott sheath was fully inserted into the patient groin, using a non-abbott wire. The sheath was changed directly to the flexnav delivery system; no pre-dilatation was performed. Femoral access was achieved and the system was pushed forward with medium tension. However, then advancement failure was observed; the flexnav could not make its way through the calcification nodules. The physician exchanged the flexnav back to the non-abbott sheath. At this time, "major bleeding was detected, with contrast ejection it was demonstrated major harm to femoral artery." Bleeding was observed at the iliac artery below the aortic bifurcation. Four covered stents were implanted to close the artery; however this was unsuccessful and the patient passed due to blood loss and lv collapse after long resuscitation. The flexnav nose cone was observed to be bent. The navitor valve was not implanted.